Event description:
It was reported that about (B)(6) 2008, the customer started experiencing problems with the infusion sets. It appeared that the insulin pump was not providing sufficient control over her blood sugar levels. On (B)(6) 2009, the customer suffered lost vision in her right eye. It was suspected that her infusion set was causing erratic readings of her blood glucose level. It was alleged that her uncontrollable sugar level caused the customer to experience multiple occurrences of retinal hemorrhages in the right eye, including diabetic retinal issues, hypertension, swelling of achilles tendon which occurred without trauma, exacerbation of gastric paresis, bilateral foot pain, aggravation of bilateral carpal tunnel syndrome, adhesive capsulitis in both shoulders, chest pain, angioplasty, and other damages. As further result of dangerously low insulin, she would occasionally lose consciousness, without any warning symptoms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.